Manufacturer narrative:
Communication issues were reported immediately after activation of the system, pointing toward the system being implanted in a position outside of the recommended depth rather than any migration or malfunction of the system.

Event description:
Patient was implanted with the peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2023 the patient reported issues maintaining communication between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting was attempted and it was concluded that the ipg was beyond the recommended depth for optimal communication. Surgical revision was performed on (B)(6) 2024 to place a new ipg in a more optimal position. The ipg was not presumed to have been malfunctioning or defective, however it was replaced during the procedure to avoid any potential damage from handling.